Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the pacer spikes were not a crt-p issue, rather it was ectopy.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2007, 4194 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and hypoxia. The right ventricular lead had high threshold. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) was delivering "random pacer spikes." The lead and device remain in use. No further patient complications have been reported as a result of this event.